Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of catheter guide break. The device was not returned for analysis; therefore, a technical evaluation could not be performed. There is insufficient evidence to determine whether the event was related to the physician's technique during the procedure or to a potential device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it was discarded; therefore, a technical analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the bile duct to treat hilar cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the inner catheter separated from the device; however, it did not dislodge and remained within the delivery catheter. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event.